Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device advised no shock for ventricular tachycardia rhythm. The information provided with the case is not clear as to whether this was observed in testing or on a patient. It was reported that there was no harm or adverse impact.